Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic to have the system controller¿s power leads and a new power base unit patient cable evaluated. When the patient connected the white power lead, the system controller continued to exhibit an unspecified alarm and was unable to send data to the power base unit. The system controller power lead was connected to a system monitor at the clinic without issue. Data from the system controller was received and downloaded successfully. A review of the event history log noted that the patient had low flow alarms at approximately 11:00 pm on (B)(6) 2015. The patient reportedly did not recall experiencing this alarm; however, the patient did recall feeling light headed one month ago when power was lost while the system was connected to the power base unit. The patient reported that he "was about to pass out until power was quickly restored". The patient was reportedly unsure, but did not think that these two incidents occurred on the same day. The clinic health care provider felt that the alarms were due to the patient disconnecting both power leads. The patient returned home and reported that the power lead was working fine at home. The patient¿s log file was reviewed by the manufacturer's technical service individual. The log file showed one loss of power event to the system controller, causing the pump to stop and resetting the system controller¿s internal clock. No additional information was provided.

Manufacturer narrative:
The system controller was not returned to the manufacturer for evaluation, as it was disposed of. The report of a pump stop event as a result of an interruption of power was confirmed based on the submitted log file. The hospital staff felt that the low flow alarm and pump stop event that was noted in the event history and in the log file occurred because the patient had disconnected both of the power leads from the power source. When the system controller was connected back to the power source, the system operation was restored. The submitted log file captured data where a time clock reset event was observed, which suggests that system power was interrupted, resulting in the pump speed decreasing to 0 rpm (pump stopped) and was associated with a low flow event. The data captured in the log file confirmed that the system controller was disconnected from the power source, resulting in the reported incident. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 5 months. (Calculated from the date when the system controller was issued to the patient.) The system controller was later exchanged for an unspecified reason unrelated to the low flow alarm and pump stoppage situation. The system controller was not saved; therefore is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.